Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The patient is doing well following the revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02 (B)(4) description: ipg kit without pull-through tunneler.